Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in (B)(6). The event did not lead to patient death or injury."

Event description:
"Endovascular treatment in type b dissection. A first relay plus (44mmx105mmx44mm) device is brought to the immediate post subclavian area. Highly difficult to progress in an angulated aorta. High level of frictions described by the operator. A telepherique technique is performed to finally bring the catheter on site, followed by a successful deployment of the graft. Further down (half distance to descending aorta), the relay nbs plus is supposed to be launched. Even more frictions felt by operator. The kinks observed on the primary sheath of the catheter also show aorta tortuosity did cause some potential twists. Though the telepherique technique also was used for this device, the relay nbs hardly reached the landing zone. After much effort, push, and device manipulation, catheter endly reached the point. Though monitor was on position n°2, it was impossible to get the secondary soft sheath out from the primary sheath. Neither going up with the secondary sheath, nor going down with the primary sheath. The catheter was then retrieved out of the patient body, without any obvious damage. Even when out, disconnect the inner sheath from the outer sheath was impossible. The device will be sent for expertise without having been opened/deployed, which should be valuable for the expertise/analysis. Please, note that the procedure was finally completed with two valiant captivia devices from medtronic (diameter 44, length 150 & 100) that easily were placed on lesion site. Patient status is fine with a completed treatment."